Event description:
Dated (B)(6) 2017, review of abdominal/pelvic CT reports, "positive for caval perforation. Superior extent of ivc filter l2-l3 disc space. Inferior extent superior margin of l4. At least four prongs extend outside the ivc. Maximum perforation is 21 mm. A prong extends into the aorta. A second prong extends into a lumbar vertebral body. A 6 degree tilt of the ivc filter from left to right on coronal images. Significant tilt on sagittal sequences." Dated (B)(6) 2018, abdominal/pelvic CT reports, "inferior vena cava filter is present with a tine extending into the abdominal aorta." Dated (B)(6) 2018, final report abdominal/pelvic CT reports, "infrarenal ivc filter is noted. This is tilted. One of the tines of the filter does extend across the distal abdominal aorta. Minimal plaque or thrombus at the posterior leftward aspect of the abdominal aortic wall in this region. No evidence for thrombus within the ivc." Dated (B)(6) 2018, ir foreign body retrieval (filter retrieval) notes, "dvt with caval occlusion and malpositioned ivc filter. Technically successful retrieval of an ivc filter that had a strut penetrating into the aorta. Post removal angiography demonstrated no leak." Dated (B)(6) 2018, surgical pathology final report notes, "ivc filter with a small amount of attached soft tissue (gross examination only). Received fresh labeled "(B)(6)" on both the clinical and pathology label, mr number and "ivc filter" consists of a metallic, intact, ivc filter with a small amount of attached red, soft tissue (5cm in length, 0.2 cm in diameter-one end and 2.5 cm in diameter-opposite end)."

Manufacturer narrative:
Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: malposition, thrombosis/occlusion. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported malposition is directly related to the filter and unable to identify a corresponding failure mode at this time. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113.

Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer reference # (B)(4). Corrected data based on new information received: product problem to adverse event. Malfunction to serious injury. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "tilt, vena cava perforation, thrombosis, aortic perforation - updated sfc". Cook will reopen its investigation if further information is received. Unknown if the reported thrombosis, shortness of breath is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). A2) unknown as information was not provided. A4) unknown as information was not provided. B3) unknown as information was not provided. D1) unknown as information was not provided. D4) lot#: unknown as information was not provided. Catalog is unknown but referred to as cook celect filter. Expiration date: unknown as lot# is unknown. F9) unknown as lot# is unknown. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) since catalog# is unknown 510(k) could be either k061815, k073374 or k090140. H4) unknown as lot# is unknown. (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a celect filter on (B)(6) 2011." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. H11) corrected information: b1) change from adverse event to product problem. H1) change from serious injury to product malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information was received on 05/12/2017 and is as follows: patient alleges that filter was placed on (B)(6) 2011 for pe and dvt. Patient alleges that outcomes attributed to the device include: tilt, vena cava perforation, thrombosis, aorta perforation. Patient also alleges complaints of shortness of breath. Patient alleges no attempts to retrieve device.